Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 4 months post implant of this 25 aortic bioprosthetic valve implanted in the pulmonary position, the valve was explanted and replaced with a 31mm bioprosthetic valve of a different model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.